Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer's blood glucose level. Cts provided pump reset information and assisted caller with resetting pump; malfunction did not recur after reset, and customer may continue to use pump. Caller was instructed to call back if any malfunction code recurs and acknowledged understanding.